Event description:
A patient underwent cataract surgery with implantation of the crystalens in the right eye. Postoperatively the patient reports experiencing glare, difficulty with night driving, and dissatisfaction with near vision. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.